Event description:
It was reported that the patient came with a movable crown, abutment screw (iuniht) was completely loose. It was also reported that the doctor was able to change the loose abutment screw and replace with another one.

Event description:
It was reported that the patient came with a movable crown, abutment screw (iuniht) was completely loose. It was also reported that the doctor was able to change the loose abutment screw and replace with another one. The investigation result the returned product verified that the device was fractured. A good faith effort was made to follow-up with the customer about the returned device but the doctor is terminally ill, no longer practicing. Therefore no information available.

Manufacturer narrative:
The initial report submitted on june 29, 2018 was submitted for a abutment screw loosening event that was reported by the customer. After investigation results of the returned device it was verified that the abutment screw was fractured. A good faith effort was made to follow up with the customer to clarify the event, but the doctor is no longer practicing. As a result this event was updated from a loosening event to a fractured abutment screw event. One certain® ttianium hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The screw is fractured at the threads. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Alleged event is non-verifiable with the information provided. However, the device is confirmed to have functionally failed, as the screw is fractured.